Event description:
The complainant has reported that a female patient (age unknown), underwent a therapeutic procedure for placement of tracheobronchial stent. Signifcant resistance was encountered when attempting to advance the ultraflex tracheonbronchial stent through the stricture. The stent was withdrawn, and the stricture was dilated. Although the anatomy responded, the clnician was still unable to advance the stent. The patient anatomy was not tourtous. The lesion could not be crossed. The patient became distressed; sat's were dropping. The stent was withdrawn. The procedure was aborted. The clinician has indicated that the procedure is to be rescheduled at a later time. There is no further information available at this time.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device, and the cause for this event at this time. Our directions for use outline appropriate placement.